Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed with no issues detected during the manufacturing of potentially associated lots gd890533, gd888511, gd886804, gd885293, gd883082, gd882241 and gd880781. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. Initially the home patient (hp) contacted baxter technical service for assistance on the homechoice device during use for peritoneal dialysis therapy. The solution was provided over the phone and there was no patient injury or need for medical intervention at the time of the initial call. On (B)(6) 2011 baxter product surveillance (ps) contacted the caregiver (cg) regarding a previously reported unrelated homechoice alarm. The cg stated the patient had been hospitalized. On (B)(6) 201 ps contacted the patient's peritoneal dialysis nurse (pdn) regarding the previously reported unrelated alarm and the hospitalization. During the call, the nurse stated the patient experienced peritonitis on an unreported date. The pdn reported the cause of the peritonitis was unknown and that it was unknown whether the event of peritonitis had resolved. On an unreported date, the patient began dianeal pd4 ambuflex therapy (dose, lot number and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was unknown if dianeal pd4 ambuflex therapy was ongoing. The nurse did not provide an assessment of causality for the event of peritonitis. Concomitant medications were not reported. The nurse declined further contact.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.